Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the arms using cooladvantage petite fit applicators and to the bra line using cooladvantage coolcurve+ applicators, to the abdomen using cooladvantage coolcore applicators on (B)(6) 2017, and on (B)(6) 2018 to the abdomen using cooladvantage coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Ph was described as lumpier to the touch and texture is very firm with visibly enlarged tissue volume over the treated area. On (B)(6) 2018, patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bilateral flanks to bra line, upper abdomen, and lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the arms using cooladvantage petite fit applicators and to the bra line using cooladvantage coolcurve+ applicators, to the abdomen using cooladvantage coolcore applicators on (B)(6) 2017, and on (B)(6) 2018 to the abdomen using cooladvantage coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Ph was described as lumpier to the touch and texture is very firm with visibly enlarged tissue volume over the treated area. On (B)(6) 2018, patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bilateral flanks to bra line, upper abdomen, and lower abdomen.